Event description:
Attempted to use first myosure/fluent machine; this myosure generator and fluent machine was switched with another of the same machine for inability to distend the uterus. The second machine also failed to distend the uterus enough to provide adequate visualization. Physician opted to proceed with operative hysteroscopy and a pressure bag. The troubleshooting added at least 30 minutes to the case.